Manufacturer narrative:
Product was not retuned for investigation. The product field age is approximately a year. Usage history is unk during the year of field life. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It was reported that the drill bit broke during surgery. The surgeon was unable to remove the broken piece.